Event description:
It was reported that this pacemaker device was explanted due to unknown product issue. Subsequently, a new device was successfully implanted. No additional adverse patient effects were reported.